Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother was reported via phone call that, the customer was hospitalized for misreading of blood glucose. Meter was giving misreading's on her sons blood glucose. When they tested in the emergency room with his meter it read 120 mg/dl, but according to the hospitals readings he was 240 mg/dl however when they tested on mother¿s meter he was 217 mg/dl. The customer¿s mother declined troubleshooting for checking misreading and disconnecting the call. The blood glucose will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.